Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: online review.

Event description:
Reported two false positive sars results. The consumer reported the result was confirmed by another rapid antigen assay the report was obtained from an online consumer review, no further information could be obtained as no customer contact was made.